Manufacturer narrative:
UDI related data quality updates only.

Event description:
Lab results (on (B)(6) 2023): (B)(6) 738,000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.

Event description:
Lab results (B)(6) 2023): 10161042 - 738,000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.

Manufacturer narrative:
Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Manufacturer narrative:
A tests of water quality results was found to be outside of cardioquip's acceptable limits. This information was relayed to the customer via email on 11/02/2023. Along with this the customer was informed that they could either complete an internal water pathway replacement on their device to return it to specification or participate in cardioquip's trade-in program. As of the date of this report, there has been no response to these recommendations. A follow-up will be filed if any additional information or information that corrects this report is obtained.

Event description:
Lab results ((B)(6) 2023): (B)(4) - 738,000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.